Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation of the as returned product identified the implant & mount with signs of use. Functional testing to recreate the reported event verified the implant & mount do not disengage/release as intended. DHR review was completed for the subject lot number 1258918. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258918 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon placement of the implant, the transfer analog was not releasing from the implant. Being concerned with damage to the platform walls, the doctor removed and replaced the implant on a unknown tooth site.